Manufacturer narrative:
Upon investigation of the actual device used in this incident, a field service engineer unable to replicate the reported issue. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed during an endoscopy procedure. The customer stated that there was a five-minute delay in accessing propofol and confirmed that there was no harm to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed during a endoscopy procedure. The customer stated that there was a five minute delay in accessing propofol and confirmed that there was no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: e2, e3, g2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2022 to 16- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fst has resolved the issue onsite. The system functioned as intended after troubleshooted by the field service engineer.